Event description:
Defective dexcom g6 sensors keep falling off. The plastic sensor case is not securely glued to the gauze adhesive by which they are affixed to abdomen. The housing carries a wire into the abdomen by which interstitial fluid that indicates blood glucose levels is measured. The wire carries the raw data to the sensor pack which is a bandage to which a transmitter is attached by a plastic holder which is glued to the opposing face of the bandage. Contacts enable the charge to be carried to the transmitter from the subcutaneous wire. The transmitter snaps into the sensor cartridge and is carried on the abdomen by the bandage. These sensor packs are warranted to last 10 days. They routinely fail before 10 days. In the past two weeks I believe I have had 6 fail, there may be a defect in the adhesion of the plastic carrier to the bandage because the plastic carrier with its inserted transmitter comes loose and pulls the wire out of place, or falls off and is lost altogether. When a sensor pack malfunctions the patient no longer receives blood glucose level data, nor high or low glucose alerts or rapid glucose level increase or decrease warnings. When working properly the dexcom g6 system informs the patient every 5 minutes of their blood glucose level, and when there are rapid rises or falling events it issues audible alarms. When the sensor packs fail there is no information. These sensors and transmitters are very expensive. I have had dozens of sensor failures. Dexcom is sold as an alternative to finger stick glucose testing, the patient need only attach a sensor pack 1 time in 10 days. Replacement of failed sensors re traumatizes the abdomen by a large sharp retractable needle. There are limited areas where the sensor may be injected, so that when repeated applications more frequently than 10 days are required (to replace failed sensors) significant pain and sometime bleeding is encountered. On several occasions the sensor wire has detached and remained in my body resulting in 2 expensive ER visits. There are a couple of design and manufacturing defects. The sensor pack is fairly thick and when applied extends from the surface of the abdomen at least 1/4 inch; however, because the contour of the abdomen is not flat, and is flexible the sensor becomes more of a prominence from the abdomen at the end closest to the greater extension of the abdomen, e.g., toward the navel. The wire is held in the sensor pack between two black rubber like plugs. The transmitter snaps into the sensor pack and is held securely. I have not experienced a transmitter falling out of the pack; instead all but the bandage will come loose or fall off. Sometimes the sensor pack (except bandage), meaning the plastic transmitter holder glued to the front of the bandage, and transmitter fitted therein, will rip free or become partially dislodged, in either event pulling the senor wire from the abdomen resulting in loss of data and warnings. This has occurred if the install site bumps into any object, such as by walking by a door frame, turning past a table or piano or other furniture or object, or even when carrying objects, such as a box. Also my dog has dislodged sensors by stepping on them. The product is thick, sticks off the body, moves with the body's contour and due to its flatness cannot slide or roll out of an incident involving contact with another object outside of the body. The shape and contour are defective in excessive size, and tendency to catch when contacted and then be ripped off the body or fall off. It also appears the adhesive of the cartridge to the bandage is insufficient to secure the fairly heavy transmitter so that it will not tear free or fall off. The failure point is where the transmitter cartridge holder is glued to the bandage. Very rarely has the adhesive on the back toward the body failed. The problem has been ongoing. FDA safety report ID # (B)(4).